Manufacturer narrative:
The investigation of the returned coil system found the pusher returned with no implant attached, and the gold connector kinked. The severed implant was not returned for evaluation as the proximal portion remained in the microcatheter and the distal portion remained in the patient as described in the reported event. The pusher's heater coil showed no signs of activation using a detachment controller. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See section h:10

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the coil got stuck inside the catheter. It detached half inside the catheter, half outside the catheter, in the patient¿s body. The physician was able to remove the coil and catheter safely and used another coil to complete the case. The procedure was successful and no reported injury to the patient.